Event description:
Customer performed blood glucose comparison on two different pts. First pt post surgery for open heart surgery. The lab result was 124mg/dl, device reading was 540mg/dl. Second pt's lab result was 105mg/dl, device result was 464mg/dl. Glucose controls are in range. A request was made for the return of the suspect device and replacement product was sent.